Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility, it was observed that the tightening screw is broken off. If a piece were to fall off during a procedure, it could lead to an infection. There was no known patient involvement or procedural delays were reported to have taken place.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported that during the service evaluation process conducted at the manufacturer facility it was observed that the tightening screw is broken off. If a piece were to fall off during a procedure it could lead to an infection. There was no known patient involvement or procedural delays were reported to have taken place.